Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The sample was received without its original packaging inside a ziploc bag. Samples was received in used conditions, with its certificate of safe handling and with its obturator. Visual inspection was performed at 12 inches under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. The results shows no damaged could be detected. Functional test shows; the samples were filled with 5cc of air in order to see if there was any functional problem. Results shows that when inflating the units with air, sample 1 inflated without problems and when inflating sample 2 the pilot balloon inflated but all air was stuck in it. The cuff was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. A review of the manufacturing process in order to verify that there are no situations or practices that could create the event as described in description of non-conformance section. All procedures are being carried appropriate. There is no root cause since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that two tracheostomy devices had issues that were noticed out of the box. The first device was asymmetrical with only one side inflating. The pilot balloon of the second device was holding the water in the pilot balloon and not inflating the cuff. No patient injury was reported